Event description:
This patient developed an infection at the incision site 1-1/2 months after cochlear implantation surgery. The patient was treated with antibiotic therapy, but this did not resolve the infection. The surgeon explanted the device (date unknown). The patient will be reimplanted (date unknown).